Event description:
The customer reported that while the unit was in use on a pt during bypass surgery, the unit displayed pacer spikes in the ECG display when a pacer was not being used. After cycling the unit off and then on, the unit failed to autofill. The pt was switched to another unit (system 90t iabp) to continue therapy. When the second unit also failed to autofill, the pt was switched back to this unit. During an attempt to manual fill the unit, the surgeon decided to discontinue therapy. The pt expired.